Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: the device associated with this report was not returned. A complaint database search finds no other related incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided, however, it has been reported that the depuy device was implanted/cemented within a competitor manufactured acetabular cup. This use of the depuy device is not recommended. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address loosening of a depuy metal liner that had been cemented into a competitor acetabular cup. The loosening occurred at the cement/implant interface. The manufacturer of the cement used at the time of original implantation is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 3/23/2015-legal claim and medical records received. Legal claim alleges metallosis and loose implants. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, loosening of the liner at the cement interface, pain, and increased metal ions (no labs provided). The cement was not a depuy product. The femoral head is being added to the complaint for the high metal ions and pain. The stem has already been reported on (B)(4). A correct doi was provided. This complaint was updated on 4/16/2015.

Event description:
Update: (B)(6) 2015 - medical records received. After review of the medical records for MDR reportability, the medical records indicated the patient's metal ion levels were (chromium 12.1ppb & cobalt 42.2ppb) in (B)(6) 2013. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
Compliant to part 803.22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: zimmer acetabular cup. Event: this was used in conjunction with depuy product in this patient. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.